Event description:
Smiths medical international ltd, has been notified of an event of where the user alleges the posterior wall was damaged during tube placement. The pt died. The details of the incident is unknown. The hospital determined the incident did not attribute to the product. They asked smj to provide literature on trachea damage and posterior wall of tracheostomy tube.